Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: no battery cap was returned; test battery cap was used and it was able to fit. On investigation, the pump failed to power on for testing. There was moisture corrosion inside the battery canister. Investigation duplicated the complaint. The battery compartment was noted to be cracked. The pump cover was removed; no further moisture ingress or any intermittent condition was found to the power printed circuit board.